Event description:
During a laparoscopic splenectomy the device gave an error message. The device was replaced, and within 10 mintues the tissue pad on the 2nd device melted around the active blade. Case was converted to open to prevent further delay. Case successfully completed with no pt issues.